Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected drive count or time values or changes incorrect for moving or coasting error or motor power supply voltage error detected alarms noted during testing. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple pump error. The customer's blood glucose level was 185 mg/dl at time of incident. The customer feels insecure and insist on replacement. Troubleshooting was not performed. The insulin pump will not be returned for analysis.